Event description:
It was reported that the lead exhibited over sensing and the insulation was abraded. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 12.5 cm from the connector pin. The sensing coil was exposed in the same area and could have caused the reported oversensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.